Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 3. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.